Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient weighing 100 lbs. Underwent atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient. The patient's blood pressure on the pressure cuff was dropping. The pericardial effusion was confirmed via echocardiogram. The medical intervention provided to the patient was a pericardiocentesis and about 230cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received. The physician¿s opinion was unsure of the cause of this adverse event. Outcome of the adverse event was fully recovered. Patient had an overnight hospitalization to monitor symptoms. Transseptal puncture was not performed. Ablation was performed prior to noting the cardiac tamponade. There is no evidence of a steam pop. It was unknown the phase the event occurred. The flow setting for the irrigated catheter used in the event is 8 ml/min. Correct catheter settings were selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used graph, dashboard, vector, and visitag. The parameters for stability used for the visitag module was 3,3,3. There was no additional filter used with the visitag. The color option used prospectively was tag index.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The bwi product analysis lab received the device for evaluation on 30-nov-2022. The device evaluation was completed on 13-dec-2022. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. In addition, initially the lot number was unknown; however, during the device evaluation, the lot number was retrieved. Therefore, updated d4. Lot, d4. Expiration date and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)